Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found a partial lead with the connector portion measuring 15.9 cm returned for analysis. External insulation abrasions were noted at 11.6 cm -11.7 cm and 11.9 cm - 12.0 cm from the connector pin, consistent with friction to device can exposing the ring electrode lumen with no damage to the etfe coating. External insulation abrasions were noted at 15.7 cm to 15.9 cm from the connector pin, consistent with friction to device can exposing the ring electrode lumen with explant damage noted at the abrasion zone.

Event description:
This report is to advise of an event observed during analysis.